Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the loop electrode would not lock into working element of the resectoscope. The surgeon and staff had to find alternate solutions to attempt the completion of the case prior to officially cancelling the procedure. Anesthesia was administered to the patient and there was no incision made.

Manufacturer narrative:
Alleged failure: it was reported by the sales rep (B)(6) loop electrode would not lock into working element of the resectoscope salesforce case number (B)(4). Anesthesia was administered to the patient prior to the cancellation. Given the nature of the procedure there was no technical incision made but the procedure had started. The surgeon and staff had to find alternate solutions to attempt the completion of the case prior to officially cancelling the procedure. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be debris from the worn material of the cube component on the working element. The material may have got lodged in the entry portal area for the electrode, causing the electrode to not lock in place. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the loop electrode would not lock into working element of the resectoscope. The surgeon and staff had to find alternate solutions to attempt the completion of the case prior to officially cancelling the procedure. Anesthesia was administered to the patient and there was no incision made.